Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Reportedly, after the post procedure, the device had embolized to the left ventricle. The device was removed via transcatheter snare. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The dimension of the appendage was 22mm, and the sizing of the device was determined by transesophageal echocardiogram (tee) and fluoroscopy. The amulet was successfully implanted. On (B)(6) 2023, transthoracic echocardiogram (tte) showed the device had embolized to the left ventricle. The device was removed via transcatheter snare. There was no reported clinical signs or symptoms during or after this event. The patient was reported as stable.